Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient met with the manufacturer's representative (rep) and got a replacement ins recharger (insr) antenna because patient has to charge so much, 3 or 4 times a week for 5-6 hours. Patient indicated that they use pretty high settings. Patient hooked up with the insr and patient reported that ins battery icon was blinking at 25% to 50% and stimulation was on icon was in the corner. Patient does not use a holster, she holds it with her hand. Patient will try using the holster.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient used to charge 3 times per week and that was from 50/75% to 100%, but indicated the charging frequency had increased. The usage diary showed (B)(6)-50% to 75%(B)(6): 25% - 100%(B)(6) 50%- 100%(B)(6): dead. Recharging information was reviewed. Recharging interval estimated performed: left side: 0-3+ 3.6v/180pw/185hz. Therapy impedance: 1001 ohms right side: c+4-5- 3.7v/90pw/185hz. Therapy impedance: 1092 ohms low: 8.57 days and eos: 11.43 days. It was suggested the patient wear sports bra to hold recharging paddle in place as they currently just hold it in place. No patient symptoms or further complications were reported as a result of this event. Additional information was received on 2020-jan-13 from a manufacturer representative (rep). It was reported that it is unknown what caused the increased implantable neurostimulator (ins) recharge frequency. It can only be assumed that they were not getting consistent coupling.